Manufacturer narrative:
The date of event is an estimation (B)(4). All available information was investigated and the reported single leaflet device attachment (slda) was due to pre-existing patient anatomical reasons and the recurrent tricuspid regurgitation (tr) was due to the slda. It should be noted that per mitraclip instructions for use states ¿do not use mitraclip outside of the labeled indication¿. Since mitraclip was used to treated tr, the reported issue is an outcome of use error; however, the off-label use did not likely contribute to the slda. Poor image resolution was due to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment (slda) and recurrent tricuspid regurgitation (tr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4+. It was noted that there were difficulties visualizing the clip during the procedure. One mitraclip was successfully implanted in the tricuspid valve, reducing tr to a grade of 2+. Roughly one month later, during a follow-up appointment, echocardiogram was performed and showed the implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda), causing tr to increase. No additional treatment is planned to stabilize the slda. No additional information was provided.